Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection resulted in no findings. The main board will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.